Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation primary with two 355cc mentor memoryshape¿ mm silicone breast implants has experienced left-sided rupture, and unexplained systemic symptoms postoperatively, including thyroid issues, fatigue, skin issues, breast sagging, and tenderness in armpit. In addition, patient was diagnosed with hypothyroidism in 2008 with tpo antibodies through a blood test which showed elevated tpo antibodies, lichen planus on her r lower gum line for the last 2 years, sore swollen bumps which lead to swollen lymph nodes on her posterior neck for 11 years. The issue with the rupture, was confirmed by the mammogram examinations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. Note: cpg study 505.